Manufacturer narrative:
Refer to the following fields for additional information: d9, g3, g6, h2, and h3 refer to the following fields for evaluation information: h6, and h10 intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure. However, it could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. There was no trouble found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not see any issues in the logs. The fse replaced the psm. The system was tested and verified as ready for use. Isi has not received the psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the radical prostatectomy without lymphadenectomy procedure on (B)(6)2022 on system usg575. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, there was an instrument steering issue and engagement issue on patient side manipulator (psm) 2. Prior to calling technical support, the customer replaced the instrument, reseated it several times, but the issue persisted. The surgeon said it felt like there was a mechanical issue when controlling the instruments. The technical support engineer (tse) reviewed the system logs and found the sterile adapter and instrument were not properly detected. The customer reseated the sterile adapter and verified it was properly seated, but there was no improvement. The surgeon was able to continue the procedure with the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.